Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel of the left upper limb. A 6.0 x40, 75cm gladiator elite balloon catheter was placed along the guidewire to the lesion. During inflation at 22 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter (B)(6).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel of the left upper limb. A 6.0 x40, 75cm gladiator elite balloon catheter was placed along the guidewire to the lesion. During inflation at 22 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the 75% stenosed target lesion was located in the non-tortuous and non-calcified basilic vein in the left forearm. The balloon was inflated once for 15 seconds and was removed with the sheath.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the device was returned for evaluation. A visual and tactile examination identified that the balloon was not tightly folded and had been subject to positive pressure. The balloon was inflated to its rated burst pressure of 24 atmospheres with no leaks or issues noted. A visual examination of the markerbands identified no issues. A visual and tactile examination identified a shaft kink 1mm distal from the distal end of strain relief. A visual and tactile examination identified no damage to the tip. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel of the left upper limb. A 6.0 x40, 75cm gladiator elite balloon catheter was placed along the guidewire to the lesion. During inflation at 22 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the 75% stenosed target lesion was located in the non-tortuous and non-calcified basilic vein in the left forearm. The balloon was inflated once for 15 seconds and was removed with the sheath.